Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Error 80 due to a failed mixing pump head, preventing circulation of water. Alarm 113 observed in case data. Serviced mixing pump. Tank seals were found worn/torn. The chiller pump's molded tube was leaking. A 2000-hour pm was completed on the device. Replaced tank seals and chiller pump molded tube. As part of the pm, serviced circulation pump and replaced heater, drain valves, manifold o-rings, evaporator outlet tube, and double-bend tube. Unit was cleaned. Coin cell was replaced due to age. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device gave error 80 during calibration. Per review of wo notes on (B)(6) 2025, it was determined that the device had a failed mixing pump, being returned for assessment. Per sample evaluation results on (B)(6) 2025, tank seals were found worn/torn. The chiller pump's molded tube was leaking.

Event description:
It was reported that the arctic sun device gave error 80 during calibration. Per review of work order notes on 29jul2025, it was determined that the device had a failed mixing pump, being returned for assessment.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.